Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing. It was later reported that after this visit, the patient passed away. There was no known allegation from a health professional that suggested the death was related to the device or pacing system. The cause of death was reported to be unknown.